Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. The customer replaced the graphic user interface cpu pcb. Covidien was not authorized to service the device. The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The unit passed extended self testing.